Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.

Event description:
Customer reports a general surgeon that performed hiatal hernia repair, followed by a transoral incisionless fundoplication (tif) procedure. He did an initial esophagogastroduodenoscopy after the repair. No tear/perforation was noticed.. Tif procedure was completed without complications.no bleeding was noted upon removal of device. Another esophagogastroduodenoscopy was performed and a tear was noted. Then then went back and surgically /robotically confirmed that tear was passed esophagus and gastroespohageal junction.